Event description:
Additional information received reported that the patient received assistance from their doctor or medtronic representative and their concerns were 'almost' resolved. It was stated that the patient was going into surgery on (B)(6) 2013. It was stated that the doctor 'seemed hesitant' to put in a second implant. It was noted that the stimulation device was implanted for bowels and bladder issues, but it had also helped with the patient's 'permanent back injury,' even though it was not meant for the back pain. No further information about the event was provided. If more information is received, a follow up report will be sent.

Manufacturer narrative:
Product ID 3093-28, lot # v686969, implanted: (B)(6) 2011, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).

Event description:
It was reported that the patient had no stimulation sensation. It was noted that it started the day prior to the report. It was stated that the implantable neurostimulator (ins) battery low/empty appeared on the patient programmer screen. Patient reportedly confirmed no stimulation therapy and will follow up with physician. A supplemental report will be sent if any additional information is received.

Event description:
Follow-up with the patient¿s healthcare provider indicated that the cause of the event was the patient¿s battery died and was surgically replaced on (B)(6) 2013. Patient outcome was not provided.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Conclusion codes have been updated.

Event description:
Additional information received reported that the patient's first implantable neurostimulator (ins) was amazing and she had the side effect of losing 110 pounds. She thought it started up her metabolism and she became more active. Therapy helped 100+ percent, but therapeutic effect slowly dropped off and started cutting off on her. The patient started feeling more pain. The device died within a year and a half.

Event description:
The patient reported they just got home from the hospital after getting both a pain stimulator for chronic pain in her lower back and an interstim for bladder and bowel. The patient noted this was her 4th surgery, the other 3 surgeries were for bladder and bowel. (See manufacturer's report # 3004209178-2015-07195 and manufacturer's report # 3004209178-2015-07192).